Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown plate and unknown lot number. Unknown date of implant. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in(B)(6) as follows: it was reported that 3 months ago the surgeon used the distal radius titanium plate. It was also reported that after 3 months the patient developed an allergy. This complaint involves 1 unknown plate. This report is 1 of 1 for (B)(4).